Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 63.00 mg/dl compared to readings of 501.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. The following sections have been updated: b1 - adverse event/product problem: updated to include adverse event selection b2 - outcomes attributed to ae: updated to required intervention b3 - date of event b5 - describe event or problem: updated to reflect information provided by customer regarding sensor readings and hcp meter readings, symptoms, and treatment details b6 - relevant test/laboratory data: updated to include hba1c levels b7 - other relevant history: updated to include medical history d4 - primary UDI number: updated to correct UDI number e. Initial reporter: updated to include e1 first name, e1 country, e4 - initial report sent to FDA, and e3 - occupation g3 - date received by mfg h1 - type of reportable event: updated to serious injury h2 - if follow-up, what type?: updated to correction and device evaluation h6 - adverse event problem: updated health effect - clinical code, health effect - impact code, medical device problem code, and type of investigation h11 - additional mfg narrative. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported sensor readings of 63 mg/dl, and 53 mg/dl compared to a healthcare professional (hcp) meter readings of "hi" (above the measurable range) and 599 mg/dl respectively. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was 4 days. The customer reportedly self-administered glucose on multiple occasions in response to low sensor readings. Following the initial self-treatments, the customer began experiencing symptoms including "feeling unwell", "decreased visual acuity", difficulty walking, discomfort, and was unable to self-treat. They contacted an hcp who compared the aforementioned sensor and hcp meter readings. The customer was then treated with 30 iu of unspecified type insulin by the hcp for the diagnosis of hyperglycemia. The hcp then advised the customer to remove the sensor, to which they did. The customer then self-treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.